Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-oct-2018 with the following findings: during investigation, the display screen was damaged and the display was found to be blank. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged and blank display screen. This report is made based on results of investigation completed on 19-oct-2018